Event description:
As reported by the user facility: reason of complaint: staff answered an arterial pressure alarm and noted large pockets of air in the tubing of the arterial line. Treatment was stopped and blood was rinsed back. Connections were checked and were still tight. Staff had to set up new tubing to finish treatment. Patient lost 30 minutes of treatment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.